Manufacturer narrative:
H10: the pump was received for investigation with a plum a+ mechanism installed in a plum 360 device. The customer's complaint of the frayed ac power cord could not be confirmed as the ac power cord was missing. The physical damage to the ce module housing cover, front and rear cases, and missing carry handle was confirmed.

Manufacturer narrative:
The device is expected to return for investigation; it has not been received.

Event description:
The exact date of the event is unknown. The event involves a plum 360 device with a frayed power cord. There was no patient involvement and no one was harmed as a result of the event.